Event description:
It was reported that the pt's tremors returned after gallbladder surgery on (B)(6) 2010, and they were much worse than before the device was implanted. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).